Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma so heparin was withheld. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned for investigation. The root cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.